Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) found that it was received with two jammed clips in the jaws, the clips were manually removed and in an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. During the next firing sequence the clip was formed as conforming. The device locked out as intended but the orange indicator did not show up. As not enough information about the incident reported was available, the event could not be confirmed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was locked out and could not be fired at the first firing. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.